Event description:
It was reported that the patient indicated the pump bulb has always been hard as a rock. He felt as if very little saline was being transferred to the cylinders. He did note that the device does seem to deflate properly and transfer the minimal amount of saline back to the bulb but the erection he receives is not adequate for penetrating intercourse. He has seen his physician and she did confirm that the pump was hard and would soften over time. He states that the result the physician obtained was also not fully erect. The patient will contact the physician if he continues to experience these issues. No patient complications were reported.